Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a loud screeching sound was confirmed. An assessment was performed which found that the device passed operational specifications except it was making an unusual noise. During repair it was observed that the bearings were worn out which caused the noise. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tympanic mastoidectomy surgical procedure, it was observed that the motor device was making a loud screeching sound when being tested. It was reported that there was a five minute delay in the scheduled procedure and an unspecified spare device was available for use to complete the procedure successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.